Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) regarding a patient receiving morphine of an unknown concentration at a dose of 700 mg/day via an implantable infusion pump for spinal pain. It was reported that about 2 days ago ((B)(6) 2018) the patient thought something was dislodged and the pump was "not pumping right". The patient stated it "felt like its leaking inside her". The patient had also had an increase in pain. Per the hcp, the patient had not heard any audible alarms. It was confirmed that patient had not had any falls/traumas or any recent procedures. They were thinking about doing a catheter dye study but he did not think they do it at their facility. The patient's husband told the hcp that the dose per day of morphine was 700 mg/day. No further complications were expected or anticipated.